Event description:
It was reported that the technician was having difficulty loading the aa4204vl silicone plate lens and the lens got stuck in the injector as the surgeon attempted to insert it. The injector touched the eye but the lens was not implanted. No pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
.